Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors were reviewed and showed no anomalies or non-conformances that could have led to the complaint. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend and an investigation was completed. No product issue was identified. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue involving the abbott diabetes care (adc) device was reported. The customer experienced sensor readings that were lower than how they felt. It is unknown whether the customer observed a trend arrow on the device. The customer panicked and could not self-administer treatment, so they contacted a healthcare professional who performed a finger-prick test. The customer, recalling the event from some time ago, could not remember whether the healthcare professional provided treatment. There were no reports of death or permanent impairment related to this event.